Manufacturer narrative:
Additional lot numbers: 9142874; additional expiration dates: 06/12/2019. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Additional manufacture dates: 06/04/2019.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had a defective locking mechanism the following information was provided by the initial reporter: "it was reported that the safety device fell off of the eclipse needle. Per email: since december 6th, I have received the following complaints from one of lab services collection areas regarding the products listed below. Each of the items were disposed so I have no products to return. I have completed the pits and have no other information available at this time. Thank you."

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had a defective locking mechanism. The following information was provided by the initial reporter: "it was reported that the safety device fell off of the eclipse needle. Per email: since december 6th, I have received the following complaints from one of lab services collection areas regarding the products listed below. Each of the items were disposed so I have no products to return. I have completed the pits and have no other information available at this time. Thank you"

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.